Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4) - failure (event) observed during analysis. External insulation abrasion was found at 35.8-36.2cm from the helix, consistent with lead friction to the ICD can . The etfe coating was intact at this location. Internal insulation abrasion under the svc shock coil was noted at 19.0cm-21.2cm from the helix. The e etfe coating of the re conductor was abraded at this location. This is consistent with the reported field observation of noise and inappropriate therapy if the re conductor came into contact with the svc shock coil.

Event description:
This report is to advise of an event observed during analysis.